Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a charge time out during automatic capacitor maintenance. The physician performed a manual capacitor maintenance and noted normal values. The physician was recommended either continue monitoring the patient, perform programming changes or replace the device. No further information is available.